Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use, it was found that there was an air leak and could not be pressurized normally. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Under 10x magnification, unit was noted to have a rf seal that had come apart approximately 3 inches from the side seal allowing a channel leak. There are investigation photos for showing the area of the rf seal leak point. Functional test done by manually pumping assembly using hand bulb assembly confirmed the leakage was at the visible point where the seal came apart. The root cause of the reported problem was caused during the rf seal assembly operation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. CAPA-0008063 was opened post lot# listed for investigation and any preventative and corrective actions.